Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient heard a loud internal grinding noise while lying in bed, with a similar brief episode described as a soft ¿hum¿ grinding sound occurring approximately one week earlier. The patient contacted the vad team and went to the emergency room (ER) and the grinding noise was resolved approximately two hours after it began. In the emergency room, the vad coordinator auscultated the vad sounds and did not hear any abnormal noise. There were no other reported symptoms. The patient was on anticoagulant and aspirin therapy. Testing showed that lactate dehydrogenase (ldh) was normal and at baseline, international normalized ratio (inr) ratio of 3.5. Computerized tomography (CT) cardiac morph was negative, and transthoracic echocardiogram (tte) was unchanged from prior. The patient was admitted overnight for observation, during which there were no power changes. Neither the patient nor the provider heard further grinding noise while in the hospital, so patient was discharged home with an outpatient follow-up planned in one (1) month. The vad remains in use.

Manufacturer narrative:
A supplemental report will be submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed no anomalies within the analyzed period. The reported ¿pump noise¿ event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, the reported ¿pump noise¿ event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had their follow up appointment with no further grinding noises and no symptoms.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Updated field: b5. Desc evt problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.